Event description:
CT technician reported malfunctioning of int extension set when used with the cy auto-injector (power injector). The int extension set tubing bubbled at the distal end of the tubing just before the connection with the auto-injector insertion port. The int was replaced by the CT technician and the injector power was decreased from 3-4ml/second to 1.5 ml/second, resulting in the same malfunction. All int extension sets were evaluated. All int extension sets were removed from service from the department. There was no adverse effects to the patient during event.